Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery using penumbra coil 400 (pc400) coils. During the procedure, a pc400 coil unintentionally detached while advancing through a px slim delivery microcatheter. The detached pc400 coil traveled into the parent vessel and was successfully retrieved using a snare device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. The device is in risk management.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.